Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.

Event description:
New information received notes that the implantable cardioverter defibrillator also exhibited inappropriate mode switches. The device was successfully reprogrammed. Patient was stable.